Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the device. A visual inspection of blender p# 03803t s/n (B)(6) found the control knob having indications of physical damage as after removing the control knob cover I found the torque seal that is used to determine tampering with the front seat (reference eco 103120 released 08jul20) was damaged showing that the calibrating most likely shifted. As this damage would cause inaccurate readings due to the state of the front seat being shifted from its original set calibration, it was the reason we are unable to accurately test the blender to determine the true state of calibration once shipped out of factory service. Physical damage to front seat caused its original calibration to shift after being overhauled from the factory service department.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the fio2 (fraction of inspired oxygen) of the blender is out of specification. At this time, there is no information about patient involvement.